Event description:
It was reported that the 9800 system had an artifact visible when making fluoroscopic images with homogeneous field at low technique. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.